Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller called back and reported only having access to 2 programs and noted that they can get in to see their doctor today at 2pm and want to know if a manufacturer representative (rep) can be there. Emailed reps. Patient called back from registered number requesting confirmation there would be a rep at their 2pm appointment to reprogram their equipment and requesting their name. Reviewed the email was sent the reply was that there were reps out of town and the clinic has been alerted. Reviewed rep role, reviewed patient services role redirected to their doctor about rep arrangements. Patient became upset and stated, in the past, they were told they would have a rep they could contact anytime they needed one. Offered to email the field again.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the reason for the call was that the pt said their handset quit working they were sent another one (see 705446316) but the replacement has only 2 programs and pt does not like either one. Pt said interstim does not seem to be doing what they need it to be doing. Pt said, their previous handset had about 10 programs. Pt said they returned prior handset back to medtronic. Agent reviewed the programming is primarily stored in the handset and reviewed they can let their doctor know the handset was replaced and ask them to add back programming. Pt said they haven't seen their doctor in almost 4 years. Pt said they got the interstim through the va and, other than doing the surgery, they never met the the doctor. Pt said the other times when they went to the va they would talk to whoever runs the department and they always called the medtronic rep in. The patient's relevant medical history included that the pt said they wonder if there is something wrong with their interstim because they are experiencing momentary electrical shock through their whole body every once in a while. Pt said they are calling medtronic to find out how this is all supposed to work, but they will just get the runaround from them too. Pt said thank you, bye and ended the call before other clarification or information could be collected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.